Event description:
It has been reported to philips that the wireless footswitch did not work. No patient harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wi-fi indicator led was red, indicating a loss of the wireless connection. The issue was discovered outside clinical use. A philips service engineer inspected the system onsite and re-paired the wireless footswitch to the base station to re-establish the connection. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.